Event description:
It was reported that the stylus for the programmer was out of calibration and unable to be re-calibrated. It was also reported the screen will not stay calibrated. The programmer was returned for service. No patient involvement was reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus/overlay will not stay calibrated. Display found out of electrical specification.

Event description:
It was reported that the stylus for the programmer was out of calibration and unable to be re-calibrated. The programmer was returned for service. No patient involvement was reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.